Event description:
Per the clinic, the patient experienced an infection (site of the infection is unknown and therefore unknown if it is device related). Treatment of the infection is unknown. The device was explanted on (B)(6) 2021. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on may 16, 2022.

Manufacturer narrative:
Correction: device evaluated by manufacturer (h3) should be ticked as yes and evaluation summary attached should be marked in the previous report submitted on may 16, 2022. Per the clinic, the patient experienced an extrusion of the electrode array into the outer ear canal (specific date not reported). This report is submitted on july 07, 2022.